Manufacturer narrative:
(B)(4) medical devices: g7 dual mobility liner 40mm d, 110024462, 550750. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-09618. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision procedure approximately one month post-implantation due to disassociated. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.